Event description:
The customer reported via phone call indicating that the insulin pump alarm an a17, a21, a47. Customer's blood glucose was unknown mmol/l. The customer stated that an a47 alarm five times. After troubleshooting was done, the customer was advised that the device would be replaced and agreed to return for product analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed displacement, rewind, basic occlusion, self test and error tests. No unexpected error alarms were noted during testing. However, an error alarm was found in the alarm history screen. The error alarm was due to a corrupted history file. No cosmetic damage was noted.